Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had scarring and scabbing on their chest and the lifevest exacerbated the skin irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient confirmed the skin irritation improved. It's unclear if the lifevest caused or contributed to the patient's scaring, reporting out of the abundance of caution.